Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
On (B)(6) 2026, in the united states, it was reported that the infusion set was not delivering insulin properly, resulting in high blood glucose that was treated with infusion set change and manual bolus administration.